Event description:
User receiving discrepant results for igm while performing a comparison with another analyzer. Ten samples were tested. Three examples were provided. Sample 1 initial result 7 mg/dl, repeat 10 mg/dl. Sample 2 initial result 21 mg/dl, repeat 28 mg/dl. Sample 3 initial result 9 mg/dl, repeat 12 mg/dl. No erroneous results were reported. If additional information is received, appropriate notification will be provided.